Event description:
It was reported by patient's legal representative that patient underwent primary hip procedure on (B)(6) 2007. Revision procedure was performed 2 1/2 years later due to incorrect positioning. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Explant date - 2 1/2 years after (B)(6) 2007 (exact date unknown). Initial reporter - unknown. Manufacture date - unknown.